Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking in the front of the bags. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information : the device was manufactured between july 08, 2018 - july 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.